Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable. The patient was issued a replacement electrode belt.

Event description:
During investigation into a (B)(6) male patient's electrode belt which was returned for an unrelated issue, a reportable problem was discovered. The belt failed incoming testing. The patient was issued a replacement electrode belt.